Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 44 mg/dl and insulin pump had flashing display. Customer¿s blood glucose level was 56 mg/dl at morning. The customer refused to troubleshooting low blood glucose level. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the high blood glucose with glucose tablets. Customer states the constant tone and alarm did not disappear. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No missing segments/partial display during testing.(B)(4).